Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump alarmed no delivery and there may have been an occlusion. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting found that the customer's blood glucose went high and the infusion set was changed . Customer declined troubleshooting and indicated that they would call back. No further details given.